Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was not returned to baxter for evaluation. The reported issue was unable to be confirmed; however based on available information the cause for the reported issue was determined to be therapy performed using a manual exchange with continuous ambulatory peritoneal dialysis (capd). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. A service history review revealed that no issues were identified that may have contributed to the increased intra-peritoneal volume (iipv). The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's (B)(4) to request assistance on the home choice (hc). Per the initial report, the caregiver (cg) wanted to check the therapy numbers. The cg stated the home patient (hp) had an initial drain volume of 4334ml. The technical service representative (tsr) went through the therapy log with the cg: therapy complete, initial drain volume 4334ml, recovered initial drain 0ml, last fill volume 1999ml, total fill volume 8812ml, total drain volume 10190ml. The drain met baxter's iipv criteria. The cg said the hp did an exchange (B)(6) with a red bag solution and a drain before she got on the hc but did not completely drain. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011 (B)(4) contacted the hp's peritoneal dialysis nurse (pdn) regarding the reported iipv. The pdn verified the hp's largest prescribed fill volume (lpfv) is 2500ml. The pdn stated the hp is dry during the day but fills prior to beginning therapy. The hp has been in contact with the pdn regarding this event and the pdn stated the hp did not allow the drain to complete before beginning therapy. The pdn stated the hp has not reported any other symptoms or other drain volumes that meet increased intraperitoneal volume (iipv) criteria. The pdn confirmed there was no patient injury or medical intervention associated with this report and that the hp was doing well with the following treatments. A swap was not requested. No allegations were made against any of the hp's dialysis products.